Manufacturer narrative:
E1: name- medtronic minimed street-18000 devonshire street city- northridge state- ca zip code- 91325-1219. Based on the available information, this event is deemed to be a reportable malfunction. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced hyperglycemia on (B)(6) 2026. The blood glucose was high for more than four hours and the patient was treated with pump.